Event description:
It was reported that laser energy output is weak and that a power brick may need replacement. Boston scientific has been unable to obtain additional information regarding procedure or patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The laser console has not been returned; however, the console was serviced onsite by a field service engineer (fse). Customer complained that brick needed replacement. The fse performed a physical inspection, ran calibrations and checked output power. Values for all bricks and output power were found to be well within range. Console met all bsi specifications, and the fse was unable to duplicate issue. Since the investigation was unable to identify any damage related to the reported allegation, the investigation conclusion code selected is no problem detected.

Event description:
It was reported that laser energy output is weak and that a power brick may need replacement. No further information provided on procedure or patient outcome.